Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed in a canted position. The next morning the patient became hemodynamically unstable and was taken to the operating room where tee confirmed one side of the valve had migrated 5mm ventricular causing severe aortic regurgitation. The second transcatheter heart valve was deployed within the first. Initially the patient¿s cta showed what appeared to be a bicuspid aortic valve. However, the echo showed three functional leaflets. The valve positioning was 60:40 aortic: ventricular on the left side but did have a canted appearance with the right side looking more 40:60 aortic: ventricular. Angiogram and tee showed trace to mild aortic insufficiency. The canted appearance was discussed, but being that the patient was doing well, no further intervention was required. The patient was stable, tolerated the procedure well, and was transferred to the unit in stable condition. Throughout the night the patient did well. The next morning upon getting up to ambulate, the patient immediately decompensated hemodynamically. A tte was performed which showed severe aortic regurgitation at the right coronary cusp. The patient was returned to the or for a valve in valve procedure. Tee and angiogram showed the left side of the valve as per the prior day. However, the right side had migrated ventricular approximately 5mm and was the cause of the severe aortic insufficiency. A second 26mm sapien xt valve was implanted slightly above the level of the left valve frame but significantly higher than the right side of the valve frame; 70:30 aortic: ventricular. Upon deployment, the patient¿s diastolic blood pressure rose and angiogram and tee showed trace ai. The patient was transferred to the unit in stable condition. It was perceived that the valve migration could be attributed to a functional bicuspid valve calcium deposit at the right coronary cusp - non coronary cusp.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition and device migration requiring intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the valve migration 1 day post tavr cannot be confirmed; however, was potentially attributed to a functional bicuspid valve calcium deposit at the right coronary cusp - non coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.